Manufacturer narrative:
Available details indicate that device had ECG malfunction, due to a defective dfm100 measurement ECG module, therefore the part was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that device showed ECG malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.